Event description:
It was reported, the fowler may not be operating to specifications.

Manufacturer narrative:
The user facility ordered replacement parts and repaired the stretcher prior to an evaluation by a stryker rep. The user facility could not recall if fowler functionality was affected, therefore an MDR shall be filed.